Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values with a horizontal trend arrow when scanning the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2020 the customer obtained a scan of 66 mg/dl and experienced fatigue, trembling, weakness and eye pain. Hcp contact was made and a blood glucose of 560 mg/dl was obtained on the hcp meter and the customer was treated with 5 units of rapid insulin (dose unknown) IV for a diagnosis of dka. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported lower values with a horizontal trend arrow when scanning the adc freestyle libre sensor compared to the built-in meter. On (B)(4) 2020 the customer obtained a scan of 66 mg/dl and experienced fatigue, trembling, weakness and eye pain. Hcp contact was made and a blood glucose of 560 mg/dl was obtained on the hcp meter and the customer was treated with 5 units of rapid insulin (dose unknown) IV for a diagnosis of dka. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported lower values with a horizontal trend arrow when scanning the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2020 the customer obtained a scan of 66 mg/dl and experienced fatigue, trembling, weakness and eye pain. Hcp contact was made and a blood glucose of 560 mg/dl was obtained on the hcp meter and the customer was treated with 5 units of rapid insulin (dose unknown) IV for a diagnosis of dka. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no failure mode was observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.section d (expiration date) was updated based on DHR attachment.